Event description:
The customer observed falsely elevated alinity I total psa on one patient. The results provided were: initial=15.748 ng/ml /previous history two days ago total psa=4.773 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of alinity I total psa, reagent, lot number 47335fn01. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot 47335fn01. All specifications were met indicating the lot is performing acceptably. Device history record review of lot 47335fn01 did not show any potential non-conformances, or deviations. A labelling was reviewed and found to adequately address the issue. Per product labelling serum psa concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. The psa value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures such as dre. Based on the investigation, no systemic issue or deficiency of the alinity I total psa assay, lot number 47335fn01 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 7p92-77 that has a similar product distributed in the us, list number 7p92-21/31 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I total psa on one patient. The results provided were: initial=15.748 ng/ml /previous history two days ago total psa=4.773 ng/ml there was no reported impact to patient management.